Event description:
It was reported that the battery of a t:slim x2 pump would not charge, leading to a shutdown and difficulty in turning the pump back on. However, there was no adverse impact on the customer's blood glucose level. The customer initially used third-party charging supplies to resolve the issue, received advice from technical support about recommended charging practices, and was sent a replacement tandem wall adapter and cable. Upon further follow-up, the pump's battery continued to deplete rapidly, necessitating a pump replacement. The customer was provided with instructions for storing and returning the faulty pump and advised on setting up the replacement, which included programming pump settings and connecting a continuous glucose monitor. The customer understood all instructions and acknowledged them.